Event description:
Reporter alleged obtaining a result of 340 mg/dl on compact plus system 1 compared back to back with a result of 117 mg/dl on compact plus system 2 when testing was performed within 10 minutes. Reporter is not sure if he took his normal insulin before or after the results or exactly when he ate. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for one of the suspect device systems used. Reference medwatch report (B)(6) for the other suspect device system used.